Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's ipg displayed the low battery message on external devices. It is unknown if the ipg depleted prematurely. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The event of low battery warning was reported to abbott. The patient's ipg is < 2.73v. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg was explanted and replaced to address the issue. Therapy was restored postoperatively.